Event description:
The MFR received info alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to he MFR for eval and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.